Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02105.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve, the valve was unable to be advanced through the esheath. The valve was noted to be 'deformed' within the sheath. The devices were removed as a unit with no patient injury. Inspection of the sheath after removal showed holes within the sheath and damaged valve stents. New devices were used successfully. The patient is stable post procedure. Per engineering evaluation, a liner strand was noted on the esheath.

Manufacturer narrative:
The esheath was returned with a 26mm commander delivery system full inserted through it and a loader cap separately. The esheath was visually inspected and the following was observed: the liner was torn along the entire length of the sheath. Indentations were observed along edge of the blue hdpe material. The sheath shaft and strain relief was punctured 0.15 cm in length, 2.3 cm from the sheath housing. The blue hdpe material was damaged next to the strain relief. It was torn and pushed toward the tip, approximately 2.3 cm in length. The sheath shaft was scratched near the distal tip, approximately 1.5 cm in length. Minor damage was observed on the soft tip. Underneath the strain relief, the hdpe had stretched at the puncture location. Liner tear appears to start at the puncture region. The sheath was fully expanded as normal and the tip was opened as designed. The valve remained crimped on the delivery system. Three inflow struts were bent. A review of imagery provided showed the following: calcification was present in the patient's access vessel. After use in the procedure, the esheath's strain relief had been punctured and the hdpe damaged. The liner thickness was measured along the length of the liner tear. All measurements met the specification. During manufacturing, the sheath shaft components were 100% visually inspected for any defects. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to sheath shaft liner strand, resistance, and sheath shaft punctured. A review of the complaint history from (B)(6) 2020 to (B)(6) 2021 revealed additional similar complaints for sheath shaft punctured, liner strand, and resistance for esheath (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Per instruction for use (IFU) for delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. Note: in expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed based on the condition of the returned device. No manufacturing non-conformances were identified with the returned device. A review of device history record, lot history, and complaint history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Per report, 'the valve could not be inserted through the sheath. Angio control showed a deformed valve within the sheath.' Per the training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Provided imagery of patient's access vessel revealed the right iliac was calcified. The presence of calcification within the access vessel can prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. The liner tear, hdpe strand, and sheath shaft puncture likely occurred due to excessive device manipulation during advancement of a damaged valve. As the device was likely manipulated to overcome the observed resistance and continue to advance forward, it may have resulted in the bent struts on the valve. It is likely that the bent valve struts interacted with the sheath liner, leading to the observed liner tear. The sheath puncture mark and hdpe strand is also likely a result of the valve strut catching on the sheath and damaging the hdpe while tracking the device. Available information suggests that patient (calcification) and procedural factors (bent struts caught on sheath / excessive device manipulation) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative action are not required.